Event description:
It was reported that the patient received inappropriate shocks due to electromagnetic interference (emi) on the cardiac resynchronization therapy defibrillator (crt-d) device. A lead integrity alert (lia) had triggered due to the device sensing high rate non-sustained (hrns) episodes and short v-v intervals. In addition, there were issues with capture and high thresholds with the left ventricular (lv) lead, and high and variable thresholds on the right atrial (ra) lead. The device and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.